Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac*t diff 2 analyzer displayed a vacuum failure error after 4c+ normal cell control was cycled. Customer reported that there was a leak from an unknown source. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the baths were overflowing because the tubing was crimped through the pinch valves. The fse replaced all the pinch valve tubing. The fse verified the repair was performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This report is related to MDR #1061932-2011-02719. Bec identifier for this complaint is (B)(4).